Event description:
Mentor saline 350 cc implants. Started having health issues and crisis right away. No dr correlated my implants with my symptoms. I had a breast reduction years earlier so don't have much feel in my general breast area. Since my current dr made me aware of the fact that my implants could be one of the causes of my health crisis. I am beginning to see too many issues that are directly related to breast implant illness. Thyroid issues, lung mass with pneumonia that shrunk with antibiotics, rashes, hair loss, severe osteoporosis, (B)(6), feeling like I have alzheimer's at (B)(6). Just to name some problems off the top of my head. FDA safety report ID# (B)(4).